Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The pump remains implanted. Investigation of this event revealed that the most likely cause of the reported event can be attributed to the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. This is a known issue that was investigated under a CAPA. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the hospital that the patient had re-occurring e-fault alarms, starting from (B)(6) 2016. It was stated that log files were sent and analysis confirmed the electrical fault. Manufacturer representative went to hospital on (B)(6) 2016 and was able to inspect the system and found external inspection showed signs of blood on the driveline connector and on the inside of the rubber boot. The patient was prepped with medication and the driveline connector was hard to move in axial direction. Internal inspection showed a significant amount of contamination of substance which was greenish and slimy. The controller socket of was affected as well. Cleaning procedure was performed and contamination was removed from the driveline connector. Three cycles were necessary with a pump off time of about 60 seconds each. An elective controller exchange was also performed and was removed from service due to contamination. No additional information provided.